Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, once the lead was located in the right ventricle, the helix did not extend, preventing the lead from being fixed. When removing it to check the system on the surgical table, the physician verified that the helix was extending abruptly by making many turns. A different lead was used for implant. No patient complications have been reported as a result of this event.